Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had no image. The issue occurred, during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, the bronchoscope video does not work, was unable to be identified. Presumably, the bronchoscope video does not work due to heavy fluid invasion. However, a definitive root cause could not be determined. As a result of reviewing instruction manual and product labeling, there was no abnormality leading to the phenomenon. Olympus will continue to monitor the field performance for this device.